Event description:
271 days after implantation of a taxus express2 2.5x12 mm drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the lesion was located in the mid circumflex artery and pre-intervention stenosis of 80% was reported. The lesion was balloon dilated and subsequently a 2.5x12 mm taxus stent was deployed in the vessel. A post-intervention stenosis of 0% was reported. The patient received plavix, heparin and nitrogylcerin during the procedure. No information was reported on the tortuosity or calcification of the vessel. No information concerning patient complications was reported. The patient presented 271 days after the initial procedure with a 90% in-stent restenosis of the 2.5x12 mm taxus stent. The restenosis region was balloon dilated and subsequently a cypher stent was deployed in the vessel. A post-intervention stenosis of 0% was reported. No information concerning patient complications was reported.